Manufacturer narrative:
Since serial number of the device is not available and the device was not returned to the manufacturer, further investigation on the device could not be performed. Since limited information is available, the definitive cause of the reported event cannot be established at this time. Based on the information available, CPR originally had to be performed due to the patient condition (renal failure which caused high potassium, low sodium and low magnesium). Reportedly, after the chest compression, medium to severe ar appeared. Thus, CPR might have caused deformation of the valve leading to the reported regurgitation issue. As such, cause of the event can be related to patient condition. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed that on (B)(6) 2024, a patient with renal failure, copd with respiratory issues, high gradients 90 / 66, obesity, severe lv hypertrophy, and a lvot 18 mm was enrolled for tavi. However, patient was rejected from tavi due to the calcium and anatomical characteristic. Reportedly, patient underwent mics surgery with perceval size small, and was well recovered. As reported, due to high potassium, low sodium, and low magnesium (renal failure), patient developed heart block and underwent CPR recovering sinus rhythm. The patient had trace ar after implant, however after the chest compression showed medium/ severe ar. Pvl was on the non-coronary cusp. Since enlarging the annulus and putting a bigger valve was too high risk for the patient, it was decided to treat the patient with percutaneous plug. Based on the further information received, patient rejected the plug. As such, the re-operation was performed. Perceval valve was explanted, and magna ease was implanted as a replacement. Reportedly, patient did well and was recovered.